Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is a66686. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure: hot flashes, constant cramping, sharp/stabbing pelvic pain, excessive bleeding during menstrual cycle including large blood clots, painful ovulation, night sweats, urgent/frequent urination, painful menstrual cycle, irregular menstrual cycle, itching/burning/stinging/stabbing of vaginal entrance, intense lower back pain, joint inflammation (mainly knees and ankles), all over body aches, severe bloating and gas, bouts of constipation and diarrhea, heartburn, headaches, excessive sweating, tingling/numbness in arms/hands and legs/feet, swelling of lower legs and feet, headaches/migraines, brain fog (forgetfulness/cloudiness), hair loss, severe bloating, constant insomnia, excessive weight gain (50+ lbs), skin irritation (small itchy bumps all over but concentrated on tops of feet).

Event description:
(B)(4). Underwent hysterectomy removing tubes, uterus and cervix on (B)(6) 2015. The right essure insert was perforated through the proximal right tube and the left was partially perforated through the left tube. The uterus was slightly enlarged and globular.